Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports there was a small tear in the PICC right below the end of the catheter near the purple butterfly. The customer reports the PICC was removed on (B)(6) 2012 and replaced with a new PICC the same day. The customer also reports that there was no pt harm.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation us currently underway. Upon completion, the results will be forwarded. (B)(4) product monitoring requested add'l info but not further info was available. If add'l info is obtained the medwatch form will be updated. (B)(4).